Event description:
It was reported that during an open donor nephrectomy procedure, the device was being used on the renal artery with a white cartridge. The device closed and fired without any issue noted. When the device was opened, the staples were not formed and bleeding occurred. The surgeon used her hands to stop the bleeding and clipped the artery. The quantity of the blood loss was unknown, but believed to be small. No transfusion or blood products needed. Another device was used to complete the procedure. There was no patient consequence and no change in post-operative care for the patient. One device was discarded.

Manufacturer narrative:
(B)(4).